Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with a suction tube. The customer states the device did not lock into position, resulting in lacerations to the liver.

Manufacturer narrative:
Submit date: (B)(6) 2009. The device history record was not reviewed because a lot was not provided. Prior to a lot's release, it must be deemed acceptable by passing inspections that are based on a valid sampling plan. A lot cannot be released unless it passes these inspections. There were no samples received for eval, therefore, we were unable to conduct a f/u investigation or identify a specific root cause for the defect reported. A corrective and preventive action (CAPA) has been initiated to address the reported issue and to eliminate this type of defect.